Manufacturer narrative:
Per the reporter, the astral device was in storage with a note stating the device was inoperable. The customer contacted resmed to request assistance troubleshooting the astral device. During troubleshooting, the customer stated that the internal battery was depleted and the device displayed an error message (sf74) indicating a software task fault. The device was received by resmed and an evaluation was performed. The battery testing did not find any fault with the internal battery. Review of the device log showed a single occurence of system fault 74, however, the fault could not be reproduced during in-house testing. The software was upgraded to address the sf74 issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable. There was no patient injury reported as a result of this incident.